Event description:
Consumer stated bristles are falling out and the wire is bending much more than normal.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.